Manufacturer narrative:
(B)(4). Event date: on an unknown date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unknown date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Treatment for the peritonitis event was not reported. Dianeal and extraneal therapies were ongoing. Hospital discharge was scheduled for the day following the initial receipt of this report. The patient was recovered from the peritonitis event. No additional information is available.